Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an amphirion deep during treatment of a soft tissue lesion in the patient¿s mid tibial/popliteal trunk. No vessel tortuosity or calcification reported . No damage noted to product packaging prior to use nor issues noted when removing the device from the product packaging. IFU was followed and the device was prepped without issue. The device was not passed through a previously deployed stent and no resistance was encountered during advancement. It is reported a pin hole balloon burst occurred at an inflation pressure of 7 am. No balloon fragments left in patient. Procedure completed using another balloon. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the amphiron deep balloon catheter was returned to medtronic investigation lab for evaluation, within its opened labeled shelf carto n, within its opened labeled pouch, and loaded within its protective transportation hoop. The catheter was received with the balloon chamber in a post-inflation profile. A 10cc water filled syringe was attached to the proximal hub luer lock of the y-manifold and the guide wire lumen was flushed. Fluid was observed exiting the distal tip of the catheter and the inflation lumen port of the catheter, indicating communication between the guide wire lumen and the inflation lumen. A 0.014¿ was attempted to be loaded through the distal tip of the catheter but would not progress through the balloon chamber. Under closer examination it was noted that the guide wire lumen was accordion folded which prevented the loading of a guide wire. The initial reported event description does not indicate any guide wire difficulties or tracking issues. A 10cc water filled syringe was attached to the inflation lumen hub of the y-manifold and pressurized. The balloon chamber was able to be pressurized but would not maintain pressure. Fluid was observed exiting the guide wire lumen proximal hub luer lock. To locate the leak, the guide wire lumen of the distal tip was packed with clay/putty. The balloon chamber was inflated to a pressure of 7atm. An air filled 3cc syringe was attached to the guide wire lumen luer lock of the y-manifold and pressurized. No air bubbles were noted coming from the guide wire lumen within the balloon chamber. Air bubbles were noted coming from the inflation lumen indicating that the leak between the guide wire lumen and inflation lumen/balloon chamber that was located proximal of the balloon chamber. A 3cc red food coloring and water solution filled syringe was attached to the proximal hub luer lock and the guide wire lumen was pressurized. The red food coloring fluid was observed entering the inflation lumen port of the y-manifold. Upon closer examination it was noted that the guide wire lumen was not properly seated within the y-manifold which allow the fluid from the guide wire lumen enter into the inflation port of the y-manifold. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was safely removed from the patient. If information is provided in the future, a supplemental report will be issued.